Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for routine follow up in clinic, device was in backup vvi mode. A device download was performed successfully to resolve the issue. Patient was stable.